Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). Review of the most recent repair record determined the device had cable contact issues, the motor was corroded, the reciprocating arm was worn, and the device was out of calibration. The motor, thickness control shaft, bearings, reciprocating arm, plug harness assembly, screw, and pin were replaced and resolved the reported issue. Review of the device history record identified no deviations or anomalies during manufacturing related to the reported event. A definitive root cause cannot be determined. The event is confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
There was no additional information available.

Manufacturer narrative:
An investigation into the reported event has been initiated under (B)(4). Once the investigation has been completed, a follow up report will be submitted with the investigation results and any actions taken by the manufacturer. G2: foreign: finland.

Event description:
It was reported that during surgery, the sound was "lazy" and the dermatome did not provide accurate cuts. There was no patient harm or injury. There was no medical intervention required to complete the surgery. There was no surgical delay. Due diligence is complete, no further information is available.